Event description:
The surgeon reported that the patient dislocated for 3rd time. Put in constrained liner.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.